Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient tried but couldn't recharge her implant, it kept showing reposition antenna. Patient said she hasn't used her system for about 2 months prior to trying to recharge. Technical services(ts) redirected patient back to hcp to address possible overdischarge. Patient called back and patient mentioned their unit does not communicate with their implant and could not charge their implant. Patient mentioned their hcp don't deal with medtronic and won't use the paging number. Agent reviewed role of pats (not a scheduling center), role of mdt rep and reviewed role of nas. As a courtesy agent offered to send email to notify the field. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the doctor's office insisted they call their representative (rep) so the patient called and left a message. The rep stated the most likely cause of the event was the patient's battery was at the end of life. The patient had an appointment with their neurosurgeon to get the unit removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.